Event description:
Following information was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was meant to be implanted for a patient. In this procedure a 9 fr x 11 cm amplatz guidewire (unknown manufacturer) was used. It was reported that, the viabahn stent did not deploy well, as it did not fully expand. The physician suspected that the viabahn stent was defective. Further information was requested from the initial reporter.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b18, c20: the device was discarded at the facility, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Following information was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was meant to be implanted for a 75-year-old female patient for the treatment of a malignant biliary obstruction in the bile duct. Reportedly, bare metal stents were not effective and failed for this treatment. In this procedure a 9 fr x 11 cm amplatz guidewire (unknown manufacturer) was used. It was reported that, the viabahn stent did not deploy well, as it did not fully expand. The deployment line got stuck mid-way. The viabahn stent was not removed from the patient, it stayed in the biliary tree and an external biliary drain was implanted. The patient was fine after the procedure. The physician suspected that the viabahn stent was defective.

Manufacturer narrative:
H3 other; h6 codes b14, b20, c19, d15: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion - the primary reported failure mode, related to partial device expansion, was confirmed via imaging evaluation of the provided clinical item. The cause of the primary reported failure mode could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.